Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 41 mg/dl. The customer was treated for the low blood glucose with peanut butter. The customer did not have a battery cap to troubleshoot their insulin pump. The customer was sent a battery cap. The customer did not send the insulin pump back for analysis. It was unknown what caused the customer's low blood glucose levels.